Manufacturer narrative:
H10: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Service technician was not able to verify customer's reported problem. Bench testing reveals flow valve is creating the non-conformance. The flow valve was replaced with a good known test flow valve and vent passed tidal volume & flow performance.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported to vyaire medical that lap top ventilator 1150 does not deliver flows after is was turned on and off the problem was intermittent and it is showing low pressure, low minute volume and disc/sense alarms. At this time, there is no information about patient involvement on the reported event.